Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that on the first day of impella cp support, the patient experienced a mottled and cool leg where the impella was implanted and was noted to be improving. It was also reported on the first day of support that the patient had signs of sepsis and three days later (B)(6) 2025, the patient remained septic from an unknown source. While there was no allegation of impella related infection, impella cannot be ruled out as a possible source. A notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry was received regarding hemolysis with relationship to pump as "possibly" related. It was noted that the patient¿s plasma free hemoglobin (pfhgb) decreased each day after the start of impella cp support. There was no baseline pfhgb drawn. On (B)(6)2025, the result of pfhgb 46.8 mg/dl and it was 8.8 mg/dl on (B)(6) 2025. It was reported that during support, the patient became hypotensive because of blood loss and associated decreased mixed venous oxygen saturation. The patient¿s norepinephrine was increased as a result, and the impella setting was increased from p5 to p6. The patient received a unit of packed red blood cells (prbc). A notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry was received regarding the adverse event of left ventricle (lv) thrombus with relationship to be "possibly" related to the pump. Post impella, patient showed sluggish filling of the left ventricle apex showing thrombus formation adjacent to anterior apex wall, for which aspirin was loaded. Additionally, the patient was switched to heparin from bivalirudin for the clot. A notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry was received regarding the adverse event of right femoral artery impella site bleeding with a relationship listed as "possibly related". It was reported that the impella site oozed overnight, and the patient received a unit of prbc. The impella was weaned to p4 and the patient received another unit of prbc the next day, (B)(6) 2025. The patient was successfully weaned, the impella cp explanted, and noted as outcome at explant as survived.

Manufacturer narrative:
G3. Date received by manufacturer corrected to 6/12/2025.